Event description:
My 7-year-old son is type one diabetic and uses the dexcom g7 sensors for part of his routine care to monitor his blood sugar levels. We have had multiple incidents of the sensor not correctly working such as the wire not going under the skin, so the sensor fails early or gives very inaccurate readings. We have also had accuracy issues of it being 100-200 points off from his actual blood sugar reading. If we didn't check his blood sugar with a finger poke and glucometer it could result in extremely low blood sugars that can lead to seizures or even death, and extremely high sugars leading to diabetic ketoacidosis and hospitalization. This product should help give us as parents and for diabetic patients a peace of mind, but it's only caused stress. This new dexcom sensor is nowhere near up to par. We previously used their dexcom g6 sensor with no issues. The issues only came up when we switched to dexcom g7. After trying to switch back to the dexcom g6 to get more peace of mind and accurate blood sugar readings we were told they are on backorder and may not ever be back in stock as they plan to discontinue them. It would make more sense to keep the g6 system around until dexcom can work on the quality control aspects of the newer g7 sensors as this is putting lives on the line. I've contacted dexcom customer service every time products have failed, and you cannot speak with anyone above the bottom level customer service representatives regarding the issues. How can we make them listen?